Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely with noise on the atrial lead. The noise was causing auto mode switching episodes and inhibiting pacing. The patient complained of feeling faint sometimes. No further information was available.

Event description:
New information received on (B)(4) 2019, indicates that noise occurred again. Programming changes were made and the patient was stable.

Event description:
New information received on dec 17, 2018, indicates that programming changes were made.

Manufacturer narrative:
(B)(4).